Event description:
Procedure: lap cholecystectomy. The surgery was performed at an outpatient surgery center. Everything was normal and the pt was discharged home the same day. Pt went home, was settled in by spouse and spouse went to the pharmacy to get pt's medication. When spouse returned they found pt slumped over, half on the bed, unconscious. Pt was rushed back to the o.r., and was opened and found their abdomen full of blood. Clips were seen, not in contact with the artery, and irrigated from the abdomen. They did see on the artery compression marks consistent with a clip where it had been placed. Then the pt expired during the procedure. The instrument will not be returned, discarded.